Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a patient reported via phone they had an initial surgery on (B)(6) 2025 for distal biceps tendon rupture, during which an arthrex tension slide biceps button with interference screw was implanted. Six days postoperatively, while immobilized in a cast, the patient reported hearing and feeling a ¿pop.¿ the patient stated that the cast was removed, and the surgeon observed complete biceps retraction into the arm. An MRI reportedly confirmed tendon re-rupture. The patient reported undergoing a revision surgery on (B)(6) 2025; however, the arthrex implants were not removed because removal would cause additional tissue damage, according to the patient. The patient indicated that recovery has progressed normally since the revision surgery but has not yet completely healed. Additional information was received on 11/14/2025: based on the patient¿s medical records, the patient sustained an acute rupture of the left distal biceps tendon on (B)(6) 2025. Initial surgical repair of the left distal biceps was performed on (B)(6) 2025 using an arthrex fiberloop suture and button implant, with secure fixation reported. On (B)(6) 2025, the patient reported a ¿pop¿ near the incision; the x-ray showed that the fixation appeared satisfactory. A subsequent MRI on (B)(6) 2025 revealed a complete tear of the left distal biceps tendon from the radial tuberosity with 3.8 cm retraction, confirming failure of the initial repair. Revision surgery was scheduled and performed on (B)(6) 2025 using an arthrex kit with fiberloop, button implant, and interference screw for augmented fixation. Postoperative follow ups on (B)(6) 2025 and (B)(6) 2025 indicated improved condition, healed incision, good tendon apposition, and full range of motion, with mild numbness persisting.

Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided, arthrex was able to conclude that the most likely cause of the reported failure can be attributed to a patient-specific issue due to not adequately following the postoperative instructions. Please refer arthrex dfu-0314-eo warnings 6 and 7, which states, 6. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. 7. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device.